Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital with episodes of syncope. The monitor strips revealed intermittent rv capture at an output of 4 volts at 0.5 milliseconds. The rv outputs were increased to maximum output and there was consistent capture. This patient underwent a revision procedure and this lead was surgically capped and abandoned. There was no evidence of a lead fracture or insulation issue. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.